Event description:
It was reported that during procedure, the subject coil detached in the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system, there are controls in the manufacturing process to ensure the product met specifications upon release. The visual and functional inspection was not possible as the subject device was not retuned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the subject coil detached incorrectly. Additional information provided by the customer indicated that the non-stryker microcatheter was used in the procedure and the subject coil detached as it was inserted into the microcatheter. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, a cause of undeterminable will be assigned to this complaint.

Manufacturer narrative:
This is 1 of 2 reports (1st MDR).

Event description:
It was reported that during procedure, the subject coil detached in the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.